Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Imdrf device code a0501 captures the reportable event of balloon detachment.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the mid esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the balloon was successfully inflated to first and second stage using appropriate atmospheres. However, when it was attempted to be inflated to 20 mm the balloon burst. A piece of the balloon had detached inside the patient, and a forceps was used to retrieve it from the patient. The procedure was already completed successfully with the original device. There were no patient complications reported as a result of this event.